Event description:
A 6f angio-seal vip was selected for use following a diagnostic heart catheterization. The device was deployed without difficulty or groin complications into a puncture in the right femoral artery. The patient was discharged the same day in stable condition. The patient was rehospitalized at a different facility several days later, and diagnosed via ultrasound with right popliteal deep vein thrombosis. No hematoma was reported. The patient underwent anticoagulation therapy, and was subsequently diagnosed with post-phlebitic syndrome. The patient was discharged in stable condition.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.